Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved chemoclave® bag spike where the customer reported ¿occlusion of fluid path.¿ the customer reported that the event was detected prior to direct patient use but also that it occurred during infusion, and the device was in use for 3 seconds. There were no serious injury or death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, adverse operator consequences, and no medical/surgical intervention required. The device was changed out/ replaced with no further problems encountered. Harm was not reported as a consequence of this event.

Manufacturer narrative:
Investigation summary one photo was shared by the customer, where item #ib-ch10 is observed inside a plastic bag, however no damage, leaks or anomalies are observed on the photo. One (1) used. List #ib-ch10, chemoclave® was returned for evaluation. As received a partial tube was connected into the set. However, no physical damage was observed. No mating device was returned for evaluation. The returned ib-ch10 was primed as per procedure and no flow was observed during the test. Once the clave was dissembled a girdled spike was observed. No additional damage or anomalies were observed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Complaint of occlusion issue of clave can be confirmed. The probable cause is due to an errant solvent applied during assembly process in ensenada.